Event description:
Related manufacturer reference number: 2017865-2021-27909. It was reported that during procedure, the patient's right atrial (ra) and right ventricular (rv) leads had high pacing impedance. The ra and rv leads were not used and replaced. The patient was stable throughout procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.